Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
It was reported that during the procedure the "t" was missing from the twinfix 3.5 quick-t. The fixation was maintained by the knot. No product being returned for investigation. It is unknown if the "t' remains in the patient.